Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a sharps container. The customer reports that there was a needle protruding from the bottom of the container, and when the employee went to change the container with a new one, they received a dirty needle stick/cut. In response, the employee had blood work done.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.